Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed crack on right plunger case. Customer?s reported issue was duplicated during power-up process. The root cause of the reported issue was determined to have been caused by down pin loose from plunger head mount. Actions taken to mitigate the reported issue: replaced plunger head mount and down pin. Performed power-up process and all functional testing which passed. UDI information is unknown.

Event description:
It was reported that broken plunger event occurred. No patient injury reported.